Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Brand name unknown / not provided. Device product code unknown / not provided. Catalog, lot number, UDI number and expiration date unknown / not provided. First/given name: unknown / not provided. PMA/510(k) number not available. Device manufacture date: not available. Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported screw fractured leading to implant removal.